Manufacturer narrative:
This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device.